Event description:
Information was received that during use of this smiths medical medfusion 4000 pump, the pump exhibited code flash memory error and stopped working during infusion. No patient involvement reported.

Manufacturer narrative:
Other, other text: h3: one medfusion pump was received in good physical condition with no signs of external damage. The event history log was unable to be downloaded, but there was a flash memory post error message at power up. The main board does not operate as intended, but no physical or other damage was found on it. The failure was in the flash memory of the main board. The main board was replaced to resolve the issue.